Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported a wire breakage before use. No additional information is available.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed and was determined to be use-related. One guidewire was returned for evaluation. An initial visual observation revealed the coiled wire was observed to be unraveled and both the coiled and core wires were observed to be broken. Use residue was observed on the sample. A microscopic observation revealed the break site of the core wire exhibited some tapering. The fracture surfaces of both the core wire and the coiled wire were observed to be flat and granular in texture. Biological residue was observed on the coiled wire. Both weld tips were observed to not be damaged. The fracture features observed on the returned guidewire are indicative of failure caused by excessive tensile forces such as withdrawal of the guidewire against the needle bevel. This complaint will be recorded for future trending and monitoring purposes.